Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
The physician reported that the patient sustained a vocal cord injury due to intubation during one of the previous replacement surgeries. Attempts for additional information have been made but no additional relevant information has been received to date.